Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the ez45b instrument would not cut the tissue. The surgeon used scissors to cut the tissue. There was no consequence to the pt. The device was discarded.